Event description:
During service the unit's alarm system made a crackling sound. Internal inspection revealed electrolyte contamination on the power board. Replaced the power board to correct the failure mode.